Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a zip fix applicator tool was broken. It was reported that when the surgeon went to cut the zip fix, it wouldn't cut. The hospital staff mentioned that the cutter was already broken and the surgeon couldn't cut. It was broken prior to surgery, but no one noticed it was broken until the surgeon went to cut the zip fix. There was no delay in surgery time and no medical intervention required. The procedure was completed successfully. The patient outcome is okay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was performed. The instrument in this complaint had not been lubricated as per the instructions provided by the manufacture for the re-processing process. This affected the instrument tensioning function. The loose screws may have been subject of an attempt to disassembly the instrument. There were no design related issues found on the returned instrument. The root cause of the damaged cutting feature can not be identified by product development. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.